Event description:
On 05/25/2006, a physician successfully deployed and retrieved an emboshield in to the left internal carotid artery. An xact stent was successfully positioned and deployed. A post-stent dilatation with another brand of balloon was performed. No adverse event or patient injury was reported. It was reported that on 05/26/2006, the patient experienced "difficulty with fine movement and finger extension in the righ hand." There was no change in the nih scores per the neurologist. The patient was discharged home without incident.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.